Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 2 x zss-10-5-rb device of unknown lot number involved in this complaint was not returned to cirl for evaluation. Therefore, a document-based investigation will be carried out document review: prior to distribution ¿zss-10-5-rb¿ devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for ¿zss-10-5-rb¿ could not be complete as the lot numbers are unknown. It should be noted that the instructions for use (ifu0100-1) states the following: ¿intended use: ¿to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ it may be noted that file was created to capture the off-label use that two zss-10-5-rb biliary stents were used to treat pancreatico-pleural fistula (ppf) using eus-guided pseudocyst drainage. Eus-guided drainage of pseudocyst is considered off-label use since the IFU clearly mentions ¿intended use: ¿to drain obstructed biliary ducts" root cause review: a possible root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. The patient did not experience any ae due to this occurrence and at 5-month follow-up the patient was asymptomatic without clinical or radiographic evidence of recurrent effusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Houlihan et al 2013 (solus biliary stent) ¿ ¿resolution of pancreatico-pleural fistula with endoscopic ultrasound-guided therapy". Utilizing conventional techniques of eus-guided pseudocyst drainage, the collection was accessed via transgastric needle puncture (echo-tip 19-gauge needle, cook medical, bloomington, in, USA) in the gastric fundus. Cyst access was confirmed by fluid aspiration followed by contrast injection under fluoroscopy. A 0.035 guide-wire was passed through the needle and coiled in the cavity of the collection. The transgastric tract was dilated to 8mm using a balloon catheter. Two 5-cm double-pigtail solus stents (cook medical) were placed, each with one pigtail within the collection and the other within the gastric lumen. Off label use of 2 solus biliary stents patient outcome: plain x-rays obtained 12 days after the endoscopic procedures demonstrated spontaneous passage of the transpapillary pancreatic stent (hobbs medical single pigtail), stable position of the transgastric stents and resolution of pleural effusions. Repeat mrcp showed resolution of peri-pancreatic fluid collections.